Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the washer on the spine clamp was removed rendering the set screw being unable to loosed/tighten the clamp. There was no patient present when this issue was identified. No additional information was provided.